Event description:
Allergist reported a pt that presented an idiosyncratic or type b reactions to an orthovisc injection. Pt received the first and only othovisc to the right knee and within 30-40 minutes, the pt experienced reactions; upper respiratory discomfort, blood shot, irritated eyes and the sense that the atmosphere was gaseous; however, nothing at or near the injection site. Pt used eye drops and flushed eyes. The next morning eyes were swollen shut. The pt presented to his pcp who administered a steroid injection. On tuesday, (B)(6), the allergist tested the pt for reaction to orthovisc; skin application of orthovisc did not provoke any reaction, intramedial or intradermal injection of orthovisc diluted 1 to 1000 with saline, 1 to 100 and 1 to 10 also did not provoke any reaction. However, an intradermal injection of orthovisc at full strength did within 15-20 minutes provoke the noted idiosyncratic reactions as witnessed by the allergist; a prednisone shot was administered which calmed the reaction. Update (B)(4) 2013: pre-existing medical conditions - osteoarthrisitis, pt is resolved.

Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.